Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient went to the emergency room due to warmth and discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2016 during which cultures were taken which tested negative for infection. The patient was given antibiotics. The patient is reportedly doing fine.